Manufacturer narrative:
H6: investigation summary: customer reported an issue on a bd bactec 9240 cr (p/n 445475, s/n (B)(6). Customer indicated about the false positives and reported dirty air filters. A bd remote assistance communicated with the customer and confirmed that false positives are cleared after cleaning the air filter. This is an unconfirmed failure of the bd product. Device history record (DHR) review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the product is end of life. The configuration of the device has changed during services and pms and thus, DHR review is not required. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was dirty air filters. No new risks or hazards. No new trends after taking the unconfirmed complaints into account. CAPA (corrective and preventive action) is not required for unconfirmed complaints. H3 other text : see h10.

Event description:
It was reported that while using instrument bactec 9240 cr false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " the samples are positive as soon as they are inserted in the equipment, freezing around 40 to 50 false positives."

Manufacturer narrative:
Initial reporter phone number: (B)(6); initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There is no 510(k) for this device as it is manufactured outside the u.s. And not sold in the u.s. But is considered to be substantially similar to the legally u.s. Marketed device bd bactec¿ 9240, remanufactured catalog number 445569 which has 510k number k915796a.

Event description:
It was reported that while using instrument bactec 9240 cr false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "the samples are positive as soon as they are inserted in the equipment, freezing around 40 to 50 false positives."